Manufacturer narrative:
On (B)(6) 2021, the customer contacted customer service via phone alleging her pump was no longer powering on with battery or power cord. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 06/10/2021(this becomes our aware date), the customer indicated that she developed mastitis on (B)(6) 2021 and was prescribed an antibiotic. She stated her mastitis is resolved. Based on the results of our internal investigation (reference number (B)(4)),it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother's mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2021, the customer alleged to medela llc via email that her freestyle flex breast pump was not powering on. She has already tried to reset the pump and exclusively pumps. She additionally alleged she had a breast infection due to not being able to pump.